Event description:
It was reported that a device was used during a laparoscopic appendectomy. The device sleeve broke and a tip of the broken pieces might remain in the incision, doesn't seem to have fallen into the abdominal cavity. Another device was used to complete the case. There was no consequence to the pt.